Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B)(6)2010. During the procedure, the catheter started to heat up, an error code was received and the machine stopped working. The nurse powered the machine off and on and was instructed to stabilize pressure by the machine. The balloon stabilized pressure in the 180s, and heated up and the eight minute cycle began. Slowly, the pressure dropped and by the end of the eight minute cycle the pressure was at about 132, never going below 130. The eight minute cycle was completed and then the balloon cooled and the physician deflated the balloon. When the physician aspirated the balloon, the original amount of fluid was less than what he had inserted. Once the balloon catheter was outside of the pt, the physician tested the balloon by refilling it and fluid leaked from a hole in the balloon. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.